Event description:
While infusing a chemotherapy treatment (gemcitabine) to a patient, the pump alarms for "bubble presence" in the tubing. The nurse opens the pump and removes the tubing to check for the presence of bubbles in the tubing. After this action, the positioning insert (green) of the tubing immediately comes off causing a shot of chemotherapy to be directed at the nurse who receives chemotherapy on her face, left eye and shoulder. This is an isolated incident. Current patient status: no clinical consequence for the patient or nurse. Slight loss of chemotherapy product. Actions taken : concerning the patient, change of the tubing (same reference) to finish the administration of the chemotherapy. Concerning the nurse, implementation of immediate rinsing measures and declaration of the incident to the health care manager and to the occupational medicine. Reported complaint: separation of tube from green connector. Quantity and condition of sample(s): we did not receive any sample or picture for investigation. Concerned product code / batch: infusion set vl st 00 (m46441000s) / unknown. Investigation report: we did not receive any samples or pictures for investigation, therefore we are not able to confirm if complaint reason is related to the production process or material fault. Due the fact that batch number is unknown , investigation of retain sample is not possible. Also review of batch documentation is not possible. Without the affected sample a more detailed investigation is not possible. In the last 12 months ( from 06.07.2021 to 06.07.2022) we have not received any complaints for this article with the same reason as "separation of tube from green connector ". Root cause: we were not able to perform an adequate investigation due to lack of the complaint sample, picture of failure and batch number. Due to lack of batch number, batch documentation overview was also not possible. Corrective action: a corrective and preventive actions is not necessary as we are not able to determine the root cause of failure. Conclusion: based on these results we cannot confirm this complaint. Please note that it is very important for us to receive the affected sample to perform an adequate root cause analysis.